Manufacturer narrative:
Pump passed the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The backlight functional properly. No backlight anomaly noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, minor scratched and cracked display window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had damage. The customer¿s blood glucose level was 343 mg/dl at time of incident and current blood glucose level was 343 mg/dl. The customer¿s blood glucose level was 315 mg/dl, 115 mg/dl and 106 mg/dl. The customer was treated with syringes and manual injection. The customer stated that they had scratches on the pump screen that make it harder to read during high blood glucose troubleshoot. The customer declined bent cannula troubleshoot. Then customer was advised to hold b when pressing down arrow if in menus to get the light to turn on. Then customer was advised that the pump will need to be replaced. The insulin pump will not be returned for analysis.